Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited an impedance measurement of 3000 ohms during a battery replacement procedure. Additionally, the lead did not capture or sense. As a fracture was suspected, the lead was surgically abandoned and replaced. The physician attempted to implant a replacement implantable cardioverter defibrillator (ICD), however, the patient exhibited high defibrillation thresholds. That device was not used and was replaced with a high energy cardiac resynchronization therapy defibrillator (crt-d).